Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol cap008, complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that when the device was inserted into the desired area, air leaked out of the hub. However, they were still able to drain bile normally without leaking, and there were no patient injuries or additional procedures.